Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported high blood glucose and that her insulin pump alarmed motor error. Customer blood glucose was 210 mg/dl. Customer treated high blood glucose with the insulin pump. Troubleshooting was done for high blood glucose. Customer does not have the tubing clamp, advised will send tubing clamp and call back to continue to troubleshoot. Customer called back and continued to troubleshoot high blood glucose. Assisted performing the high pressure test and test failed twice. Customer reported motor error. Troubleshooting was done. Customer stated that the insulin pump had possible magnetic resonance imaging exposure. Advised to discontinue using the pump and revert to back-up plan per health care provider. No further information provided.